Event description:
It was reported that the patient was hospitalized with symptoms of a bad feeling, water retention, loss of breath etc. The interrogation showed that the patient had an ongoing pmt (pacemaker mediated tachycardia). The device was reprogrammed and remains implanted and active.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis was therefore based on the inspection of the quality documents associated with the manufacture of this particular ICD as well as on the returned ICD data. The manufacturing process for this ICD was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Specifically, the final acceptance test confirmed that the ICD functions as specified. The ICD was operating according to the programmed settings. Specifically, the programmed pvarp (225ms) and va criterion (350ms) for pmt detection and termination were set lower than the detection limit, therefore pmt was not terminated. Hence, the prolonged pmt led to the high statistical vp percentage. The programmed av delay extension with positive hysteresis does not terminate the pmt, as the intrinsic rv sensing does not fall within the extended av interval (see freeze sensing test from june 3, 2024). The measured retrograde conduction on june 3, 2024, was as follows: minimum 332ms, mean 343ms, and maximum 348ms. Additionally, the va interval of the pmt at the start of the sensing test was approximately 370ms. To reliably detect pmts in this patient, a reprogramming of the va criterion for pmt detection is recommended (from the current 350ms to 380ms). An extension of the pvarp was already implemented during the follow up on june 3, 2024 (pvarp increased from 225ms to 375ms). If the retrograde conduction time continues to increase, both the pvarp and va criterion should be further adjusted. In general, it is advisable to conduct a retrograde conduction test during implantation. This allows the pvarp and va criteria to be programmed according to the patients needs. Another possibility is to activate the pvarp-auto setting. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a normal functionality of the ICD. The device worked as specified.